Manufacturer narrative:
Morales alba (2008). Posterior placement of an expandable cage for lumbar vertebral body replacement in oncologic surgery by posterior simple approach. Spine, volume 33(23), pages e901-905. This report is for an unknown expandable cage, synthes synex cage, (B)(4) (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will befiled as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: morales alba (2008). Posterior placement of an expandable cage for lumbar vertebral body replacement in oncologic surgery by posterior simple approach. Spine, volume 33(23), pages e901-905. This article describes a surgical technique for the replacement of vertebral body with an expandable cage by posterior approach. This was retrospective review of case of a (B)(6) female patient with 11 months of intractable intense lumbar pain (previous use of natural opioids), plus a radicular pain over l5 and s1 in the left leg and weakness in the left leg. Diagnosis of benign fibrous histiocytoma in l5 with severe bone destruction, anterior and posterior was made. Patient underwent posterior decompression, vertebral body replacement at the same approach with an expandable cage (synthes synex cage, (B)(4)) and l4 s1 pedicle screw fixation in a single stage surgery. There was a slight deterioration in the distal muscular strength for almost 2 days after the surgery that disappeared and improved before the discharge of the patient at the ninth postoperative day. There was no reported product problem. Patient outcome was positive. Intense physical therapy was prescribed and semisynthetic oral opioids for the remaining pain. This report is for an unknown expandable cage (synthes synex cage, (B)(4)) a copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).